Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter was noted to be torn prior to removing it from the lens vial. The lens was not used and the backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.